Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number two. As per the pump¿s log, the following medications were being administered as of (B)(6) 2019: dilaudid with concentration 15 mg/ml at a dose rate of 4.206 mg/day mg/day and bupivacaine with concentration 5 mg/ml at a dose rate of 1.4020 mg/day mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving a dilaudid and bupivacaine via an implantable pump for non-malignant pain. The pump administered dilaudid with concentration 15 mg/ml at a dose rate of 4.2 mg/day and bupivacaine with concentration 5 mg/ml at a dose rate of 1.4 mg/day. It was reported that a pump alarm occurred due to a critical motor stall without recovery. The patient experienced an onset of elevated pain and early withdrawal symptoms. The pump was interrogated, and the logs were read. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was replaced on (B)(6) 2019 and was to be returned to the manufacturer for analysis.